Event description:
It was reported that the insulin pump alarmed no delivery during bolus. Customer's blood glucose was 300 mg/dl. Customer treated with syringe. The customer was advised to change the complete set and to call back if alarm re occurs. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.